Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Patient code: (B)(4) secondary surgical procedure, enlargement of pi, addition of new pi, explant. Patient code: (B)(4) significant reduction of irido-corneal angles, pigment dispersion. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -12.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to observation of excessive vault, elevated iop (intraocular pressure), significant reduction of irido-corneal angles, pigment dispersion, and glare/haloes. Additional surgical intervention (enlargement and addition of new pi) were performed. Additional information reported; decreased cell and flare + removal. Patient reports decrease in glare.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a thermo scientific container. Visual inspection found haptic torn. Corrected data: pre-existing condition: axial length greater than 29. Condition should have been mentioned in initial MDR. (B)(4).